Manufacturer narrative:
(B)(4). Further information is not available, because we do not have contact information. In response to FDA report number: mw5083523. Information contained in this report was previously submitted through 410 psr on 24/sep/2018 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported they experienced flu like symptoms, "health problems (deemed not device related)¿ and with ¿rupture and gel bleed." Additionally, patient representative reported after developing lymphatic issues and undergoing evaluation for lymphoma (deemed not device related); patient underwent explantation and capsulectomy procedures to have capsules and implant removed and pathologically examined. This record is for the right side. The device has been explanted.